Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirts insulin when priming. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump rewinds it was when hear it more but not when wearing the insulin pump. Customer stated that sometimes batteries last a while but sometimes had to change out a battery that only lasts 2 or three days, once in a while in puts in a battery and it did not work at first. The insulin pump will not be returned for analysis.